Manufacturer narrative:
Correction: this incident was deemed as "adverse event", due to the fact, that the original procedure was unable to be completed. However, we previously submitted this medwatch only as "product problem". We therefore, will submit this correction now retrospectively. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procudure on (B)(6) 2023, the motor function on the hand-piece stopped working. Device displayed e-19 error message (motor malfunction). They were unable to complete the procedure, and had to re-schedule. Customer confirmed that there was no patient injury due to this.

Manufacturer narrative:
Per evaluation findings by the manufacturer: fault diagnosis: ---pin damaged. ---connector defective. Fault analysis: ---disassembly. ---cover module including connection cable replaced. ---seals replaced. ---hollow shaft assembly including seal module replaced. ---service / maintenance. ---assembly and testing according to valid product specification. Cleaning. Conclusion and root cause determination: pin plug bent, therefore no function. User fault. Device should have been tested before use. This event is filed under internal complaint ID (B)(4).